Event description:
A voluntary recall was called for product el5ml; notification of this came after product was used. Removed the items yesterday, as soon as supply chain rep received the report, but the report came after the applier was used.